Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report number: 2183959-2012-02441. ¿on or about (B)(6) 2007, plaintiff was admitted to undergo surgery to treat pelvic organ prolapse and stress urinary incontinence.¿ the plaintiff was implanted with the ams monarc sling. The plaintiff¿s attorney alleges that, after and as a result plaintiff ¿experiencing recurrent infections, severe pain, ¿ ¿erosion, dense scarring¿ and ¿underwent subsequent surgeries to remove the eroded mesh.¿ it was also alleged that ¿as a direct proximate result, plaintiff has suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities¿ and ¿subjected plaintiff to severe and permanent injuries.¿